Manufacturer narrative:
Initial and final MDR 1879795 - MDR 3003442380-2024-06074 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set cannula bent events. The events occured after 3 or more hours of insertion. The infusion set had been used for 3 or 4 hours. The blood glucose level was 599 mg/dl therefore the patient was treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.